Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an open mesh repair of bilateral inguinal hernias on (B)(6) 2016 and mesh was implanted. He followed up with dr. (B)(6) . On (B)(6) 2016. Physical examination on that date revealed that the wounds were healing and there were no signs of infection. On (B)(6) 2016 he had drainage from the left groin incision and lab results on that date stated that there was a light growth of staphylococcus aureus in the left groin and he was treated with medication. On (B)(6) 2016 he had serous drainage from the incision on the left groin. He was continued on the antibiotics and was instructed to return to the clinic. He continued to have purulent drainage over the next year, requiring treatment, which continues to this date. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
.